Event description:
The user facility reported a 75-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed hemolysis due to improper positioning during impella cp support. Attempts were made to reposition the pump, but the device would not stay out of the mitral valve. As a result of the persistent issue, the decision was made to escalate to impella 5.5 support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the hemolysis and the positioning issue has been completed. Pump was not returned for investigation. Data logs were investigated. Data logs showed multiple position in aorta alarms. Clinical also mentioned that pump's inlet was found in the mitral valve. Repositioning was not successful and after pump explant, hemolysis started resolving as per clinical. Therefore, the root cause of the hemolysis issue was improper positioning of the device du to improper technique. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email.